Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was returned in two pieces and appeared to have been cut near its proximal end. A microscopic observation revealed several of the most distal coils of the guidewire were bent and disjointed but connected to the weld tip. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during insertion procedure of the groshong catheter, when the microintroducer was attempted to be advanced through the guidewire, the microintroducer could not be inserted because the guidewire was hangnail or it was thick. There was no reported patient injury. (B)(6) 2022 - the guidewire of the returned sample was bent and disjointed.